Event description:
Patient had twiddler's syndrome and as a result of the patient's constant manipulation of these two leads the leads had coiled. Both the ICD and leads were removed and a new ICD and rate sensing lead was implanted.